Event description:
It was reported that during a gastric bypass procedure, the device would not fire on initial use using a blue reload. A second blue reload was used in which the device fired properly. A third blue reload was used in which the same issue occurred and the device would not fire. A second device was used and it would not fire on initial use. The case was completed using sutures. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Instrument b: batch # f5ux59. H3. Evaluation summary: the analysis results found that the ats45 device a was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). The analysis results found that the ats45 device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. F5ux59. A batch record review was performed and no anomalies were found during the manufacturing process.